Manufacturer narrative:
Sensory medical was made aware of the damaged tech hub on 16-nov-2025, however was notified of the elopement on 17-nov-2025. Sensory medical advised the family to discontinue use of the bed until damaged components are replaced and properly installed. Sensory medical sent a replacement tech hub casing, tech hub hardware and cloth cover as a result of the follow up conversation in november 2025. Sensory medical has requested a return of the damaged components 24-nov-2025. The tech hub manual provides the following information: in the warnings section on page 3: check this product for damaged hardware, loose joints, loose bolts or other fasteners, missing parts or sharp edges before and after assembly and frequently during use. Securely tighten loose bolts and other fasteners. Do not use product if any parts are missing, damaged or broken. Contact cubby for replacement parts and instructional literature if needed. Do not substitute parts. On page 19 maintenance checklist: discontinue use and contact us immediately if anything is damaged or missing. Technology hub zipper + cord loop are intact and lock is secured. Additional investigation is needed, and sensory medical's root cause investigation is ongoing. There was no report of injury as a result of the event.

Event description:
The parent described the event as her son applying excessive force to the tech hub from the inside and kicking out the screws. Once the screws were removed, the child was able to loosen the tech hub and push it out of the canopy. The parent confirmed that the child was able to elope through the tech hub portal hole as a result of the damage to the tech hub. The screws and plastic are bent and they are unable to put the product back together. The parent misplaced their tech hub cloth cover, leaving a hole that the child can climb out of during bedtime. Three pictures were provided by the complainant of the damage. Images show an empty tech hub housing with multiple locations of plastic deformation. Another image shows the tech hub portal window with the black zipper piece installed and locked into place. No apparent damage is visible to the portal zippers. There was no report of injury as a result of the event.